Manufacturer narrative:
This device is used for treatment not diagnosis. The ventricular assist system is indicated for use as a bridge to cardiac transplantation and destination therapy in patients who are at risk of death from refractory end-stage left ventricular heart failure. The system is designed for in-hospital and out-of-hospital settings. Investigation summary: it was reported that the shoulder pack¿s buckle, malfunctioned. The shoulder pack was not returned for evaluation. A review of the manufacturing documentations could not be performed since the lot number of the shoulder pack was not provided. Applicable risk documentation and experience with events of similar circumstances were considered; events with damaged buckles can be attributed to deterioration and/or due to the handling of the pack. The unit, however, was not available for analysis.

Event description:
It was reported that the buckle on the strap of a patient¿s shoulder bag malfunctioned. The shoulder bag remains in use. No patient complications have been reported as a result of this event.